Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl at the time of incident. The current blood glucose level was 126mg/dl. The other relevant blood glucose was 65 mg/dl. The customer was treated with food. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.